Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receives device 8100 (s/n 13430418), with error 243.4070. Explained problematic fault to the ail sensors on the device. Customer to repair/replace the ail sensor assembly. If problem not resolved, customer to repair/replace the logic board. Informed customer, if any further concerns and/or issues to give a call back. End call.